Event description:
Report received of a clave that did not reseal. The customer contact reported that the nurse observed an unspecified amount of blood backing up into the pt's "IV j loop" after an unspecified object was disconnected from the clave. The customer reported the clave was found to be recessed in the open position; however, no leaking was noted. The tubing was changed for a new set and the infusion was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.